Manufacturer narrative:
The lot number was manufactured between june 26, 2018 - june 27, 2018. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that five (5) 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked. It was further reported that source of the leaks were the middle pressure seal ports. The leaks were discovered before product use. There was no patient involvement. No additional information is available.